Event description:
The customer has observed imprecision on two patient samples for the turbo troponin assay on an immulite 1000 instrument when using reagent lot 317. In addition falsely high values were obtained on 12 patient samples and a falsely low value was obtained on one patient sample on the immulite 1000 instrument when compared to the values obtained on an alternate platform. It is unknown if the high or low results obtained on the immulite 1000 were reported to the physician(s). It is unknown if the results obtained on the alternate platform were reported to the physician(s). There were no reports of patient intervention or adverse health consequences due to imprecision or high and low results for the turbo troponin assay.

Manufacturer narrative:
Siemens has confirmed that the immulite/immulite 1000 turbo troponin 1 reagent kit lots 319, 321, 322, 323 demonstrate an increased frequency of 2-7% in the number of falsely elevated troponin values in patient samples above the 99th percentile claim of >0.30 ng/ml (ug/l), as published in the instructions for use (IFU). Quality control is unlikely to detect this issue. This issue only impacts the immulite/immulite 1000 turbo troponin I assay. Siemens is investigating the root cause of the falsely elevated troponin values. An urgent field safety notice (ufsn) 1112 was sent to ous customers in october of 2014. The ufsn recommends that customers transition to an alternate troponin assay. Customers are also requested to discontinue and discard any kit lots listed above, review the ufsn with their medical director.